Event description:
It was reported that the pt was "not feeling as well" as when the pt was at home. It was felt that this was related to the pt going through a security detector or gate "x-ray machine" at the airport recently. The pt was feeling "slow" and having a hard time getting out of a chair. It was confirmed that the implantable neuro stimulator (ins) was on green light, there was green light for battery, and there was blinking light for the 9v battery. It is unclear whether the pt replaced the 9v battery. After "pushing ins on", the pt appeared to feel better. Add'l info has been requested, a f/u report will be sent if add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.